Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]: inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. [Inspection of the instrument channel]: insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had clipping/ cutting. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the forceps channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that foreign objects were in the forceps channel. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that water tightness was lost due to wear of the scope cover caused by water invasion in the device. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the scope cover plate had peeling. Also, it was observed that the adhesive around the objective lens and light guide lens was peeled. Due to the adhesive peeling around the objective lens, a streak of flare appears in the image. It was observed that the connecting tube had a dent due to a handling issue. It was also observed that the connecting tube had a wrinkle due to chemical stress. It was observed that the indication on the grip was unclear due to being scraped or caused by repeated abrasion. It was also observed that the paint on the suction, air and water cylinders were peeled due to deterioration caused by handling. It was observed that the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: scope cover, plastic distal end cover, connecting tube, protector of the universal cord on the scope connector side, scope connector cover, lock engagement lever, lock engagement knob, right and left knob, up and down knob, image guide protector, switch box, scope connector, universal cord, grip and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.